Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: (B)(4). Sets of readings were taken at different times. No adverse event reported. The alleged product was replaced and requested for evaluation.